Event description:
A customer contacted beckman coulter inc. (Bci) to report the bottom of the magnesium reagent cartridge had a chip and leaked. No injury was reported.

Manufacturer narrative:
Replacement reagent was sent to the customer.